Event description:
It was reported that the patient experienced diffuse lamellar keratitis (dlk) stage 1+ that decreased into trace dlk in the right eye and dlk 2+ that decreased into 1+ with 1mm ingrowth in the inferior area in left eye following laser vision correction surgery. Post ¿ operative information: 1 day - od: 1+diffuse lamellar keratitis (dlk); os: 2+dlk; visual acuity (va): od: 20/30 os: 20/30. 6 days - od: trace dlk; os: 1+ dlk; visual acuity (va): od: 20/50 os: 20/25.

Manufacturer narrative:
Date of event: unknown. Post operative info: 15 days - od: trace dlk, os: 1+ dlk, visual acuity (va): od: 20/40+ os: 20/20+; 1 month 12 days - os: 1mm ingrowth inferiorly, visual acuity (va): od: 20/30- os: 20/25+. (B)(4) - (ingrowth). The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with the account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. Empty reservoir in sterilizer nightly. Stop using talc free gloves. Use non-fragmenting lasik sponge. More aggressive use of topical steroids when the diagnosis of dlk is made. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir system. All pertinent information available to abbott medical optics has been submitted. Placeholder.